Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridges and infusion sets. Reportedly, the issue occurred with multiple cartridges. Supply changes were performed to address the issue. Customer's blood glucose level was 200 mg/dl.